Event description:
On (B)(6), 2012, the lay user/patient's niece contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's niece reported the alleged issue began on an unspecified date/time prior to contacting lfs. The niece was unable to specify what the blood glucose readings were with the subject meter and on the other meter (onetouch ultra), but indicated they were performed less than 30 minutes of each other; however the calculated differences of these glucose results cannot be determined whether it exceeds or does not exceeds the expected value of <=30% and/or <= 30 mg/dl. As part her diabetes regimen, the niece claimed the patient is on 14 units of lantus insulin. Due to the alleged issue, the niece stated the patient skipped/stopped her dose of insulin. At an unknown date/time prior to the start of the alleged issue, the niece reported that the patient lost her balance, was experiencing a headache, and was having difficulty breathing. In response to the symptoms, the niece reported emergency medical services (ems) was contacted for assistance. According to the niece, when the ems arrived, the patient was tested on the ems meter with a result that was too high to display on the meter and was treated with insulin (type/dose unspecified). At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, an approved sample site was used, the patient's process for testing was correct, and the test strips were in good condition; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the niece claims the patient obtained an inaccurate reading on the subject meter and reportedly received medical intervention from a health care professional (hcp) after the alleged issue began.

Manufacturer narrative:
The products were replaced and requested back for investigation. Lifescan (lfs) received the meter involved with this complaint; however the investigation has not been completed. If the test strips and control solution are returned, lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (05/23/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. The retain test strips were tested and they passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.